Event description:
Device report from synthes reports an event in australia as follows: it was reported that the surgeon performed a procedure to exchange a nail due to delayed non-union on (B)(6) 2023. While trying to remove the nail, it was discovered that the nail was broken. The broken tfna was removed, and an frn was inserted. No further information is available. This report involves one 10mm/125 deg ti cann tfna 340mm/right - sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: the device was not returned to depuy synthes for evaluation, however photos were provided for review. The photographs were reviewed, however they do not represent the current complaint condition. Therefore, the investigation could not draw any conclusions about the reported event. The overall complaint was unconfirmed as the observed condition of the 04.037.024s, tfna fem nail ø10 r 125° l340 timo15 would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part # 04.037.024s, synthes lot # h474152, supplier lot # n/a, release to warehouse date: 20 dec 2018, manufactured by: synthes monument, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.